Event description:
Related manufacturer reference number: 1627487-2022-06368. It was reported that patient lost stimulation as both drg leads had all high impedances. No history of falls or trauma. Surgical intervention was undertaken wherein the drg system was explanted and replaced with an scs system. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.